Manufacturer narrative:
Patient information unavailable. A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The suction loop/clip and flow sensor module were replaced to resolve the issue.

Event description:
The hospital reported the unit had an error that resulted in a loss of mechanical ventilation. There was no report of patient injury.